Manufacturer narrative:
Device manufacture date: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4). Other: (B)(6) adverse incident report reference no (B)(4); submitted to (B)(6) by the physician. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a capio slim device was used during a procedure performed on (B)(6) 2021. The dart detached from the suture. An x-ray of the capio slim device was performed and revealed that the dart was inside the capio slim. There were no patient complications reported as a result of this event.